Manufacturer narrative:
Concomitant medical products: product ID: 355018, lot#: gb6214387, product type: accessory. Other relevant device(s) are: product ID: 355018, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hematoma where the right lingual vein was nicked during introducer placement resulting in hematoma on the floor of the mouth and the study was halted early. The patient was admitted to the ICU for tongue edema. Patient was extubated for 4 hours while being in the ICU. Patient was then admitted for observation overnight and subsequently discharged the next morning. The patient also experienced a sore tongue and area under the chin. Action taken included peridex mouth wash. The patient also experienced chest pain after they cough. It was likely that the trauma from the intubation caused the chest pain. It was stated the issue resolved on (B)(6) 2022 and the severity was moderate. The sore throat also resolved on (B)(6) 2022 with a mild severity. Furthermore, they experienced neck swelling with slight pain, bruising, and swelling at site of insertion from the procedure. Primary indication for dise procedure: epiglottis surgery, evaluation for hgn stimulation implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the symptoms were resolved.